Event description:
It was reported on (B)(6) 2013 that the patient passed away. Preliminary reports suggested that the patient was put on an antibiotic that did not work for an infection he was having and he became septic and passed away at the hospital and that vns was not the cause. The patient did have a seizure over the weekend and it was also reported that the magnet stopped the seizure immediately and the patient was doing fine. Per protocol at the nursing home however, the ambulance had to be called and patient was admitted to hospital. While in the hospital the patient's status declined and he passed away. An autopsy was ordered to find out the root cause. Good faith attempts for further information from the physician were unsuccessful. According to the department of vital records in the state the patient passed away in, the manufacturer of the patient's vns is not eligible to obtain a copy of the patient's death certificate. The patient's obituary was found online and the patient was reported to have passed away on (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.